Manufacturer narrative:
H6 (add code 1503).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly, and subsequently the pump shutdown. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.